Event description:
It was reported that the patient's first pump failed "in an awful way". Details were not provided. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).